Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the pump was bumped due to some type of weight issue. Customer had a blank screen and then a motor error alarm. Customer's blood glucose was 135 mg/dl. Customer was assisted with clearing the alarm. Customer stated that she is unable to complete the rewind sequence. Customer stated that she also had 3 low blood glucose episodes during the day. Customer's blood glucose was 51 mg/dl at the time of the incident. Troubleshooting was not completed due to there being no power on the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.